Event description:
Complainant reported that the autopulse resuscitation system had a broken head restraint and displayed a "system error" message. Complainant also indicated that this incident occurred during a daily shift check during user training.

Manufacturer narrative:
The autopulse platform was returned for analysis. The reported complaint of "patient head restraint broken" was confirmed. The top cover was damaged and it was observed that the head restraint wire loops were missing. The reported problem of "system error" was not confirmed. Review of the archive data showed no system error codes, only user advisories ua 2 (compression tracking error) and ua 13 (battery fault detected) were observed. The observed user advisories are unrelated to the customer's reported complaint. When the autopulse was received, it powered up normally and no error messages were observed on the display. When running the platform with the large resuscitation test fixture, test battery and manikin, no problems were observed.